Event description:
It was reported that the external pulse generator kept generating an error when it was turned on. It was further noted that the device had been dropped. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis revealed an error code indicated on the display. It was indicated that the eeprom (electrically erasable programmable read-only memory) was corrupt, causing the error. Conclusion: confirmed the reported failures seen during initial analysis of the device caused by corrupt data stored in an integrated circuit component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the error, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated and the keyboard pad was contaminated. (B)(4).